Event description:
Caller states the patient tested 4.6 inr on the coaguchek xs system and 3.4 inr on a comparison lab. Coumadin was reportedly adjusted due to device results, however no adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.